Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the lad and rca. Approximately 10 days post index procedure acute coronary syndrome was reported and this was related to a myocardial infarction. The patient was treated with ballooning with a drug coated balloon of the om1 (non tvr) 4 days after the event. The investigator assessed the event as not related to the index device or antiplatelet medication. Sponsor assessed the event as possibly related to the device and not related to the antiplatelet medication. The patient recovered.

Manufacturer narrative:
Cec adjudicated non-tvr percutaneous intervention-1st obtuse marginal. Mi was non target vessel. If information is provided in the future, a supplemental report will be issued.